Event description:
Alleged deflation

Manufacturer narrative:
Unable to confirm explantation or deflation. No information available.update/correction to sections b1, b4, d9, g3, g6, h2, h3, h6 and h10

Event description:
Deflation resulting in explantation.

Manufacturer narrative:
No manufacturing defect or other abnormality was found on macroscopic or microscopic examination of the explanted device. No leak could be reproduced during explant analysis. The cause could not be determined.

Event description:
Alleged deflation.